Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump had a crack in the battery compartment, pump was exposed to moisture and colorful lines on the pump screen. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed. Customer confirmed fluid under the lcd display. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation, the unit showed a functional lcd with permanent rainbow lines. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. During microscopic inspection, it was determined that the individual traces on lcd glass between the lcd controller and the lcd image area have been broken causing horizontal lines of information from displaying. Moisture damage was also found on electronic assembly. Unit also received a cracked belt clip rails, cracked case (battery tube), battery tube threads - cracked, scratched case, broken trace and cracked case at select button. In conclusion, the unit was received with broken traces causing display anomaly. Customers' allegations for cosmetic allegations were confirmed during visual inspection when cracked case (battery tube) was noted. Moisture damage was also found on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.